Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed with no anomalies noted during the manufacturing process. Additional information was requested and the following was obtained: did the top jaw fall into the patient/no. If yes, was it retrieved? If yes, did the procedure type change based on the retrieval of the jaw? Is the broken jaw returning with the device or was it disposed of/ it disposed of.

Event description:
It was reported that during an unknown procedure, the top jaw break off of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The top jaw break off of the device.

Manufacturer narrative:
(B)(4) batch # l93014. The device was received with the top of the I-blade upper tip broken off not returned. Upon visual inspection to the device, no damage was found on the jaws as was reported by the customer. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.